Event description:
It was reported that during the implant attempt both left ventricular leads could not be placed due to patient anatomy. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis revealed that no anomalies were found. Blood/body fluid was present on all conductors (not obstructed). (B)(4) the full lead was returned and analyzed. Analysis revealed that no anomalies were found. There blood/body fluid on the distal conductor (not obstructed).